Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, an infection started at the insertion site on (B)(6) 2015. The peg/jejunal tubes were removed on an unknown date and a replacement procedure was planned to be done in the following weeks. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, an infection started at the insertion site on (B)(6) 2015. The peg/jejunal tubes were removed on an unknown date and a replacement procedure was planned to be done in the following weeks. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: it was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. Additional information received on march 4, 2016: the peg tube was replaced on (B)(6) 2015.